Event description:
Tkr triathlon ps performed by dr (B)(6) surgeon used a 9mm ps poly insert and the poly looked like it was locked into place correctly. However, as the surgeon took the knee through range of motion the surgeon said the poly was not engaged posteriorly. As a result, surgeon tried to impact the poly posteriorly but when it would still not lock into place correctly he tried to reinsert 9mm ps poly but the locking ring had been damaged. Opened up 11mm ps poly and second poly engaged correctly. Case was completed using a size 7 11mm ps poly and surgeon was satisfied with final outcome. This caused a procedural delay of approx 5 min.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.